Event description:
The customer contact reported the device displayed hw watchdog error. The device was returned to the biomedical department with a report of during an unspecified delivery the device was getting a hw (hardware) watchdog error. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no adverse patient events, medical interventions required, or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device was powered on and displayed a white screen error and hardware watchdog error. The backup battery voltage that supported ram chip u2 was found to be 0.824 v, this should be approximately 2.8 vdc for normal operation. The probable cause for the customer complaint was due to depleted backup battery that supported ram chip u2. Due to the depleted battery, the ram data got corrupted and resulted in white screen. This report represents all the information known by the reporter upon query by hospira personnel.